Manufacturer narrative:
(B)(4). Visual examination found that the device pouch had indentations and small pinholes and that the complaint device catheter was kinked. Functional analysis found that the balloon inflated successfully with no damage observed. It is most likely that the failures found are related to the inappropriate transport or storage of the device; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct during a double balloon endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, some indentations or little pinholes were noticed in the packaging. Reportedly, the procedure was continued using the same device; however, the balloon would not inflate. The device was removed and another cre pro wireguided dilatation balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.